Manufacturer narrative:
This investigation is still in progress. Once the investigation is completed, a supplemental report will be provided.

Event description:
The consumer reported on behalf of her daughter conflicting results with the binaxnow covid-19 antigen self test using unknown sample types. The first antigen self test was performed on (B)(6) 2022 which generated a negative result. The second antigen self test was performed on (B)(6) 2022 which generated a negative result. The third antigen self test was performed on (B)(6) 2022 which generated a positive result. The fourth antigen self test was performed on (B)(6) 2022 which generated a negative result. Repeat testing was performed on (B)(6) 2022 which generated a negative result. The consumers daughter was symptomatic on the day the initial antigen self test was taken ((B)(6) 2022) presenting a fever and headache. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
This investigation is still in progress. Once the investigation is completed, a supplemental report will be provided.

Event description:
The consumer reported on behalf of her daughter conflicting results with the binaxnow covid-19 antigen self test using unknown sample types. The first antigen self test was performed on (B)(6) 2022 which generated a negative result. The second antigen self test was performed on (B)(6) 2022 which generated a negative result. The third antigen self test was performed on (B)(6) 2022 which generated a positive result. The fourth antigen self test was performed on (B)(6) 2022 which generated a negative result. Repeat testing was performed on (B)(6) 2022 which generated a negative result. The consumers daughter was symptomatic on the day the initial antigen self test was taken ((B)(6) 2022) presenting a fever and headache. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Investigation report: testing was performed in triplicate at abbott diagnostics scarborough, inc. On retained kit lot 174815 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160/ 195-260 lot 174815 and device part number 195-430h / lot 171904. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 174815 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue. However, it could possibly be related to issues including the self-test user performance, interpretation of the result, or the specific patient sample.